Event description:
It was reported that after use on a patient, the cardiosave intra-aortic balloon pump (iabp) automatic cord take-up device of the equipment was broken, and the power cord could not be retracted. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. (B)(6).

Manufacturer narrative:
Event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced ac power cord, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The failure analysis and testing dept. Received the defective ac cord with a reported unit failure of a faulty power cord retractor. The fat performed a visual inspection and found that the ac cord was not able to retract. The retraction mechanism seems to be stuck. Fat was able to verify the listed failure of the part. Part was retained in the failure analysis and testing department per procedure. The non-conformances with the returned components were identified.